Event description:
It was reported that the pt had experienced a loss of therapeutic effect. It was determined that the catheter was partially sheared due to the tight epidural space and the spinal processes rubbing on the catheter (mechanical shearing). The catheter was revised. Since the revision, the pt had been having good symptom control again. The pump was used to deliver morphine.